Manufacturer narrative:
The device was not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed.

Event description:
Prior to a renal cryoablation procedure, 2 two icerod cx needles and system tested fine with no issues to report. Within 2 minutes into the first freeze cycle the doctor noticed the shafts of one of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The physician is an experienced galil cryoablation user and reported no issues with the iceball size or ablation zone. The procedure was completed as expected with no injury to the patient.